Event description:
In (B)(6) 2006, the patient began dianeal pd2 ultrabag therapy intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2010, the patient developed bacterial peritonitis. On an unreported date in 2010, dianeal pd2 ultrabag therapy was withdrawn and the patient was switched to hemodialysis. It was not reported whether the peritonitis with culture positive for (B)(6) resolved. The cause of the bacterial peritonitis with culture positive for (B)(6) was (B)(6).

Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.